Manufacturer narrative:
The physical device was not returned for investigation. Cloud data from the user was reviewed for the period of (B)(6) 2026 -(B)(6)2026. Inspection of the patient history buffer (phb) and the pod history manager (pmh) data indicated that the pod with the serial number listed on the complaint page (B)(4) was activated on (B)(6) 2026 17:02 and deactivated on (B)(6) 2026 19:44. Inspection of the phb data indicates that the pod was in automated mode for the duration of use. The system was found to be appropriately adjusting suggested insulin based on estimated glucose values (egvs) received by the pod and user inputs. The automated algorithm appropriately increased microbolus amounts in response to increasing and high estimated glucose values until reaching the max microbolus amount. Despite the increase in micro boluses, the user still reached high blood glucose levels (greater than 401mg/dl). No problems were found with insulin delivery based on the available cloud data from the pmh and phb. Without the return of the physical pod the cause of the reported long cannula could not be determined with cloud log inspection.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 600mg/dl while wearing the pod between 1 and 4 hours on the abdomen. The pod was reported to not deliver insulin, which led to hyperglycemia. When the pod was removed, the pod cannula was observed to be longer. Symptoms reported include vomiting, stomach pain, headache, nausea, chest pain, and high blood pressure. The patient was treated with an unspecified intravenous fluid, and insulin correction of 2.8 units. The patient was discharged after 10-12 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.